Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a care alert transmission for right ventricular pacing impedance out of range, high voltage defibrillation impedance out of range, and fast ventricular rate during atrial tachycardia/atrial fibrillation. Information obtained through follow up revealed the patient had died on the day that the care alerts were being transmitted. The patient was found dead at home. The device was last checked in the clinic one month prior to the death and found to have normal function. The patient had a history of atrial fibrillation. The cause of death was requested and not received.